Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support (cts) instructed the caller to attempt various troubleshooting steps, including confirming the pump was not plugged in and using specific button-press techniques, but the pump screen remained unresponsive, with a red led blink. Subsequently, cts decided to replace the pump. The customer continued to use the pump for insulin therapy.